Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake. System operates as intended.

Event description:
Customer reported the cross arm brake is locked. No pt injury was reported.